Event description:
This spontaneous report was received on (B)(6)-2011 from a (B)(6) female consumer reporting on self from (B)(6). On (B)(6)-2012, the consumer started using o.b procomfort super, four to five tampons daily vaginally for menstruation (lot number 1171m2400, expiration date unspecified). On the same day, she noticed some little loose fluff on the end of tampon and cotton of tampon was left inside her body. She also stated that the tampon had less absorbent than before and were leaked. This report had no adverse event and after three days, she discontinued the use of the device. Sample received for evaluation on (B)(4), 2011. Received sample containing o.b. Pro comfort super 18's carton with 12 sealed tampons. The return sample was visually inspected and one of the tampons has loose fibers at the top (=>5mm). The retain sample was visually inspected and one of the tampons has loose fibers at the top(=>5mm). The device history record revealed no issues or nonconformance with the product or process related to this complaint (regarding both complaint categories). A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number(regarding both complaint categories). This report was considered a reportable malfunction case in (B)(4).

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.